Event description:
Information received from a zoll distributor indicates that a (B)(6) male patient had a leaking cyst on his back that at one point was the size of an opened hand. The patient was reportedly using cornstarch. The patient also reportedly was not properly washing the garments and had not received a second garment. A zoll representative visited the patient and issued new garments and an electrode belt as the belt was covered in "mucus, puss, and blood". There is no additional information available on the condition of the patient's cyst.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device.